Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). The serial number of the external neurostimulator (ens) is unknown and it will not be returned for analysis. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens). It was noted that the patient¿s trial started ¿sometime in april.¿ it was reported that they had to have their trial removed because they got a real bad infection from the trial. Once the trial was removed, the infection resolved. It was noted that they didn¿t have a second trial, they just went straight to permanent implant because the healthcare provider said they knew the therapy worked for the patient. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.